Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had never push the piston down as that and the displacement test was not complete. Customer declined the completing troubleshooting. The device will be returned for analysis.